Event description:
It was reported that this the patient with this right ventricular (rv) lead felt a vibration. Moreover, device was checked, and it was noted that the rv output was a bit high. Boston scientific technical services (ts) also discussed that device does not vibrate. Additional information indicated that the rv output was adjusted. The lead remains in service. No adverse patient effects were reported. Additional information received that this lead was surgically explanted due to high pacing threshold measurements. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.